Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and restricted posterior leaflet. A mitraclip xtw was inserted and was deployed on the mitral valve. However, after deployment, the clip opened from 20-25 degrees to a little more than 10 degrees (over 10 degrees). The clip opened 70% in the first 5 minutes, 30% in the next 5 minutes, and no change after the next 5 minutes. It was noted the clip remained stable on the leaflets. The procedure was completed with one clip implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening while locked (cowl) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.